Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) triggered the lead integrity alert (lia) as a result of t-wave oversensing and an elevated sensing integrity count (sic). No actions were taken and the device remains in use. No patient complications have been reported as a result of this event.